Manufacturer narrative:
H3: analysis of the catheter identified no significant anomalies. H6: the previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the baclofen with concentration 4000.0 mcg/ml was being administered at a dose rate of 1 ,029.8 mcg/day as of (B)(6) 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-oct-31. It was reported that the cause of the failed dye study was not determined. The representative clarified that the report that the pump did not seem to be working was in reference to the failed dye study. The pump was replaced.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-oct-2013, UDI#: (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2019 it was reported that the patient's pump does not seem to be working. The patient reportedly had a failed catheter dye study. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. No actions/interventions to resolve the issue were taken at the time of the report. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2019. The patient's status was listed as "alive-no injury". No further complications were reported.